Event description:
The user facility reported that during a patient procedure the table lowered and the armboard came down on the doctor's knee. The doctor obtained an abrasion and swelling above her left knee. The user facility has not provided additional injury/treatment information.

Manufacturer narrative:
The steris service technician replaced the (1) table control board assembly, (2) power supply, (3) override control box assembly, (4) hand control, (5) motor and pump assembly, (6) power cord and velcro strap, (7) wire clamp and screw, and (8) warning label. The technician tested the table and confirmed it was operational; no further issues have been reported.

Manufacturer narrative:
A steris service technician inspected the table and found the shrouds were already removed from the table; hand control had multiple cracks and was not operating properly; motor and hydraulic pump assembly vibrated excessively when lowering the table; dust build up around the circuit breakers; manual foot pedal was not operative; power cord was not OEM and was a straight plug; not a 90 degree plug; wire clamp which holds the power cord in place was missing. The steris service technician is scheduled to go back onsite to make the repairs to the table. The unit is not under steris service contract and is serviced and maintained by the user facility. Steris will advise the user facility of the proper maintenance of the table.